Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen fractured after the device fell when the user¿s vehicle was abruptly braked, rendering the screen unusable and the device no longer watertight; the device had synced prior to shutdown, and a replacement was provided with the original to be returned. Symptoms included hyperglycemia reaching 230 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related fracture of the touchscreen consistent with accidental damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.